Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemotherapy docetaxol spilled due to leaking around the filter attachment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo and three (3) used samples without packaging were returned for evaluation. Visual evaluation of the photo noted leakage at the backcheck valve. The physical samples were tested for leakage per specification, and one (1) of the three sets failed. Leakage was noted at the sonic weld of the distal backcheck valve. This event was reviewed by our manufacturing review board (mrb), and it was determined that because the sonic weld was present 360 degrees around the valve, the reported defect could not have been attributed to any manufacturing defect, and was most likely due to mishandling. Per the investigation to replicate the damaged valve, pliers were used to squeeze an unused unit around the larger diameter. White deformation marks similar to those observed on the sample received were identified. These marks were indicative of damage that would not occur during normal manufacturing of these parts. The valve appeared to have been subjected to some unknown physical or mechanical stresses that could have weakened the weld.